Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was able to continue using it without recurring issues. The caller was advised to contact technical support if the malfunction recurs, and they acknowledged and understood the instructions.